Manufacturer narrative:
Medwatch sent to FDA on 01/26/2016. Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported patient was injected with juvederm voluma with lidocaine as well as concomitant injection with juvederm hydrate and botox.&#60320;two weeks later patient was injected with botox to the nose, forehead, orbicular, and frown as well as concomitant injection with "ultra-fine" to the nose, forehead, orbicular and frown. Four months later patient developed "face granules," also referred to as "2 painful tumors." The tumors are further described as "mobile," about 1cm in diameter, painful during palpation, well defined, and not attached to deep plans on temporal area (orbicular area). The patient returned for review with the physician 2 months later and during this month was injected with botox to the nose, forehead, orbicular, and frown as well as concomitant injection with "ultra-fine" to the nose, forehead, orbicular and frown. Later that month a skin biopsy was performed showing dermatitis reaction to foreign body (inflammation). "Surgical procedure was performed for complete removal." Symptoms are ongoing.

Manufacturer narrative:
Medwatch sent to FDA on 12/23/2015. (B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of face granules, painful tumors, dermatitis reaction to foreign body, and inflammation are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of face granules, painful tumors, dermatitis reaction to foreign body, and inflammation as follows: precautions for use: "there is no clinical data available regarding the effectiveness and tolerance of a juvéderm voluma with lidocaine injection for patients with a prior or active auto-immune disease. The medical practitioner must therefore decide on the recommendation case-by-case, according to the nature of the disease and its associated treatment. Specific monitoring of these patients must be ensured. In particular, it is recommended to provide these patients with a double preliminary test and to refrain from performing injections if the disease is progressing." Undesirable effects: "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.), which can occur simultaneously with itching or pain on pressure, can appear after the injection. Indurations or nodules at the injection area. Cases of necroses in the glabellar region, abscesses, granuloma and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is therefore advisable to take these potential risks into account. Patients must report inflammatory reactions which persist for more than one week or any other secondary effect which develops, to their medical practitioner as soon as possible."

Event description:
Healthcare professional reported patient was injected with juvéderm voluma with lidocaine as well as concomitant injection with juvéderm hydrate and botox. Two weeks later patient was injected with botox to the nose, forehead, orbicular, and frown as well as concomitant injection with "ultra-fine" to the nose, forehead, orbicular and frown. Four months later patient developed ¿face granules,¿ also referred to as "2 painful tumors." The tumors are further described as "mobile," about 1cm in diameter, painful during palpation, well defined, and not attached to deep plans on temporal area (orbicular area). The patient returned for review with the physician 2 months later and during this month was injected with botox to the nose, forehead, orbicular, and frown as well as concomitant injection with "ultra-fine" to the nose, forehead, orbicular and frown. Later that month a skin biopsy was performed showing dermatitis reaction to foreign body (inflammation). ¿surgical procedure was performed for complete removal." Symptoms are ongoing.